Event description:
It was reported that the atrial lead triggered a lead warning, and had high impedance. It was later reported that the lead did not captured at 5 volts, had low impedance, and was undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.